Manufacturer narrative:
Brand name, common device name, procode, MFR, lot #, part #, UDI #, 510k: this report is for an unknown screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: alexander joeris et, al (2012), the locking compression paediatric hip plate¿: technical guide and critical analysis, international orthopaedics, vol. 36(11), pages 2299-2306 (switzerland). The aim of this article is to make inter- and subtrochanteric osteotomies and the treatment of femoral neck fractures safer and less demanding. Between 2006 to 2008, a total 22 patients (8 males and 14 females) with age range from 2 ¿ 16.5 years were included in the study. These patients underwent proximal femur operations and used the lcp paediatric hip plate. The mean duration of follow-up was 9 months (ranges 6-34 months). The following complications were reported as follows: a (B)(6) girl 2 weeks after had a right sided pain in the proximal femur. Due to loosening of the femoral shafts screws from the dc holes. A revision was performed to change and refix the plate. The (B)(6) girl had a broken neck screw and was detected at implant removal without clinical relevance. The (B)(6) girl had screw loosening, delayed healing, refixation of plate 15 months after initial operation in the same surgery as plate removal on the contralateral side. A (B)(6) boy had delayed healing at 2 months (partial weight-bearing, no surgical intervention). A (B)(6) girl had screw loosening detected at implant removal without clinical relevance. This report is for an unknown screw. This report captures the reported event of a (B)(6) girl had a broken neck screw and was detected at implant removal without clinical relevance. This is report 2 of 6 for (B)(4).